Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high right ventricular (rv) impedance and unstable and intermittently high rv thresholds were noted on the implantable pulse generator (ipg) for approximately three weeks. The pocket was opened and a loose set screw was observed. The lead was reattached to the ipg header. The ipg remains in use. No patient complications have been reported as a result of this event.